Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported by the rep: "just wanted to make you aware of x4 implants in our loan kit for today that have all expired. "Patient under anaesthetic but no issues as implant sizes were not required."

Manufacturer narrative:
Corrected field: reporting contact (g1). The reported event could be confirmed, since the device was not returned for evaluation, however based on the provided evidence sterilization period expired could be confirmed. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, a local nc has been opened to address the event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported by the rep: "just wanted to make you aware of x4 implants in our loan kit for today that have all expired. "Patient under anaesthetic but no issues as implant sizes were not required."